Event description:
The complaint is reported as: the unit would not work when the end user was preparing for a breathing treatment.

Manufacturer narrative:
The unit was received with no visual damage to the exterior. The unit was plugged into a 110vac outlet, and then the power up. The compressor housing was removed so internal operating components could examined and tested. Upon removing the compressor housing and performing a general visual sweep of the various components, the blown buss fuse was immediately discovered. This condition was verified visually and by testing the buss fuse with a volt/ohm meter. The circuit in the buss fuse was broken. The complaint is confirmed. No corrective/preventative actions assigned. A conclusion code cannot be chosen to address the confirmed complaint.